Event description:
It was reported that an aneurysm located at the c6 segment of the internal carotid artery was treated using coil embolization. After vascular access was established, the operator proceeded with coil deployment. Following insertion of the coil into the microcatheter, fluoroscopic imaging revealed that the coil had spontaneously detached within the microcatheter. The operator subsequently withdrew both the microcatheter and the detached coil from the patient. A request was made to replace the devices with a new set of the same model coil and microcatheter. The replacement devices were then advanced to the target site without issue. The coil was detached as intended, and the procedure was completed successfully. There was no patient injury. The patient outcome was reported as fine.

Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): please refer to the chinese IFU for precautions, warnings, and further information. The following is taken from the english version: potential complications potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. Warnings and precautions ¿ the mcs is intended for single use only. Do not resterilize and/or reuse the device. After use, dispose in accordance with hospital, administrative and/or local government policy. Do not use if the packaging is breached or damaged. ¿ do not advance the v trak® delivery pusher with excessive force. Determine the cause of any unusual resistance, remove the mcs and check for damage. Preparation of the mcs for delivery 11. Remove the v grip® detachment controller from its protective packaging. Pull the white pull-tab from the side of the detachment controller. Discard the pull-tab and place the detachment controller in the sterile field. The v grip® detachment controller is packaged separately as a sterile device. Do not use any power source other than the microvention v grip® detachment controller to detach the coil. The v grip® detachment controller is intended to be used on one patient. Do not attempt to re-sterilize or otherwise re-use the v grip® detachment controller. 12. Prior to using the device, remove the proximal end of the v trak® delivery pusher from the packaging hoop. Use care to avoid contaminating this end of the delivery pusher with foreign substances such as blood or contrast. Firmly insert the proximal end of the delivery pusher into the funnel section of the v grip® detachment controller. Do not push the detachment button at this time. 13. Wait three seconds and observe the indicator light on the detachment controller. ¿ if the green light does not appear or if a red light appears, replace the device. ¿ if the light turns green, then turns off at any time during the three-second observation, replace the device. ¿ if the green light remains solid green for the entire three-second observation, continue using the device. 15. Hold the device just distal to the shrink-lock and pull the shrink-lock proximally to expose the tab on introducer sheath. 16. Slowly advance the mcs implant out of the introducer sheath and inspect the coil for any irregularities or damage. If any damage to the coil or v trak® delivery pusher is observed, do not use the system.

Manufacturer narrative:
Corrected information has been provided in d8 and h6. The investigation of the returned coil system found the implant to be separated from the pusher, damaged, and partially stuck within the distal end of the introducer. The pusher was not returned for evaluation. The investigation found the implant's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength. The microcatheter used in the procedure was found crushed at approximately 7cm and 4cm from the distal tip, which may have caused or contributed to the reported complaint.

Event description:
It was reported that an aneurysm located at the c6 segment of the internal carotid artery was treated using coil embolization. After vascular access was established, the operator proceeded with coil deployment. Following insertion of the coil into the microcatheter, fluoroscopic imaging revealed that the coil had spontaneously detached within the microcatheter. The operator subsequently withdrew both the microcatheter and the detached coil from the patient. A request was made to replace the devices with a new set of the same model coil and microcatheter. The replacement devices were then advanced to the target site without issue. The coil was detached as intended, and the procedure was completed successfully. There was no patient injury. The patient outcome was reported as fine.